Manufacturer narrative:
Method: visual inspection revealed a bulge in the curve of the sheath, located at 400 inches proximal from the tip end of the introducer sheath. No other visible anomalies were observed. The introducer was tested for leaks by connecting the stopcock using 4.5 psi and clamping off the shaft 3.0 inches distal from the hemostasis body. The device was submerged in water and a leak was detected. The leak was located at the valve. The hemostasis cap was removed along with the seal. Microscopic examination requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using the fast cath introducer during an ablation procedure, air was noted to be aspirated through the hemostasis valve of the device. The femoral vein was punctured with a peel away needle. The physician inserted the guidewire into the patient's vein and then advanced the dilator/sheath assembly over the guidewire. The brk transseptal needle was inserted into the dilator/sheath assembly and transseptal puncture was performed. The fast cath introducer was advanced into the left atrium and the dilator and needle were removed from the introducer. The physician then used a syringe to aspirate from the stop cock extension portion of the introducer and noted air aspirating through the hemostasis valve of the device. The procedure was completed by using a new sheath with no consequences to the patient. Additional information was requested and is not available at this time.